Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red alert for an out of range shock impedance value on the right ventricular (rv) channel. Technical services (ts) reviewed the reports and saw that the impedance value was zero ohms. Ts provided a potential cause for this occurrence. Ts suggested to confirm the hypothesized cause of the impedance value. The boston scientific representative confirmed that the patient has a device for another medical condition, and his treatments coincide with the out of range measurements. The device remains in use. No adverse patient effects were reported.